Manufacturer narrative:
In response to FDA report number mw5078369. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of lymphoma and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Lymphoma-published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer and leukemia. Based on information reported to global regulatory agencies and found in medical literature, an association has been identified between breast implants and the development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing breast implant associated alcl (bia-alcl) in the fluid or scar capsule adjacent to the implant, with documented potential for local, regional, and distant spread of the cancer with mortality reported in rare cases. Bia-alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants with various surface properties, styles, and shapes. Most of the cases in the literature reports describe a history of the use of textured implants. You should consider the possibility of bia-alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for bia-alcl, collect fresh seroma fluid and representative portions of the capsule, and send to a laboratory with appropriate expertise for pathology tests to rule out alcl, including immunohistochemistry testing for cd30 and alk (anaplastic lymphoma kinase). If your patient is diagnosed with peri-implant bia-alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no worldwide consensus on the treatment regimen for peri-implant bia-alcl. However, the national comprehensive cancer network (nccn) recommends surgical treatment that includes implant removal and complete capsulectomy ipsilaterally as well as contralaterally, where applicable.

Event description:
Patient reported a "seroma and bia-alcl". This record is for the left side. Device was explanted.

Event description:
Patient representative reported patient was diagnosed with ¿mycobacterial avium.¿ patient representative also reported patient was diagnosed with ¿lobular carcinoma in situ¿ this event is not related to the device.

Manufacturer narrative:
Corrected data: b.5, h.6. The event of infection(late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a "seroma and bia-alcl." Patient representative reported patient experienced ¿swelling,¿ ¿pain and suffering¿ ¿mental and physical pain and suffering,¿ ¿bia-alcl was caused by defective, unreasonably dangerous, and adulterated textured biocell breast implants,¿ ¿severe emotional distress, mental anguish,¿ ¿loss of enjoyment of life¿ and was diagnosed with ¿mycobacterial avium.¿ patient representative also reported patient experienced ¿physical injuries,¿ ¿disability¿ and was diagnosed with ¿lobular carcinoma in situ¿ these events are not related to the device. This record is for the left side. Device was explanted.

Manufacturer narrative:
Further investigation results: with the information collected during the investigation, there is enough evidence to support that device serial order (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Primary packaging inspection was successfully completed. The sterilization run (B)(4) is not related to any additional complaint infection record reported as of today. During the trend review of all infection complaints for the period of aug 2018 through jul 2020, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to the manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient representative reported patient experienced ¿swelling,¿ ¿pain and suffering¿ ¿mental and physical pain and suffering,¿ ¿bia-alcl was caused by defective, unreasonably dangerous, and adulterated textured biocell breast implants,¿ ¿severe emotional distress, mental anguish,¿ ¿loss of enjoyment of life¿ and was diagnosed with ¿lobular carcinoma in situ.¿ patient representative also reported patient experienced ¿physical injuries,¿ ¿disability¿ and was diagnosed with ¿mycobacterial avium;¿ these events are not related to the device. A partial capsulectomy was performed at the time of explant surgery. A complete capsulectomy was performed post-device explant.

Manufacturer narrative:
Reason for reoperation: "seroma and bia-alcl." Date of alcl diagnosis: (B)(6) 2018.

Manufacturer narrative:
In response to FDA report number mw5088463. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported a "seroma and bia-alcl". This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)